Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, a blood leak was observed from the pink cap on post-membrane. The patient had to be clamped off of ECMO briefly while the cap was changed out. No patient complications have been reported as a result of this event. Medtronic received additional information that there was less than 10ml of patient blood loss as a result of this leak. An unplanned blood transfusion was not required. It was stated that this was an oxygenator exchange. The oxygenator was primed minutes before the oxygenator exchange. The circuit was primed with lactated ringers. No anti-coagulant/chemicals/drugs were used in prime or during the case. There was no damage to the packaging or device identified. The leak started immediately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.